Manufacturer narrative:
The returned spacer was analyzed, passed all tests performed, and exhibited normal device characteristics, therefore, the complaint cannot be confirmed.

Event description:
It was reported that the patients indirect decompression system, ids migrated. The patient underwent a revision procedure to replace the device, however, during the procedure, an x-ray revealed a fracture of the l5 spinous process, therefore, the physician explanted the device. The physician assessed that the fracture could have occurred any time from the initial implant procedure and prior to this procedure.

Event description:
It was reported that the patients indirect decompression system, ids migrated. The patient underwent a revision procedure to replace the device, however, during the procedure, an x-ray revealed a fracture of the l5 spinous process, therefore, the physician explanted the device. The physician assessed that the fracture could have occurred any time from the initial implant procedure and prior to this procedure.